Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The first suture was deployed and pre-placed as intended. Reportedly, while placing the second proglide device, a cuff miss [suture retrieval issue] occurred. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to an 18f and the tavr procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.